Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found non-olympus repairs and parts, as well as a shadow in the echo signal and excessive echo signal missing. Despite the biopsy port's missing seal, the device had passed the leak test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established for the reported biopsy port seal was missing, and the port was loose phenomenon. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the biopsy port seal was missing, and the port was loose on the evis exera ii ultrasonic bronchofibervideoscope. The issue was found during reprocessing of the device. There were no reports of patient or user harm associated with this event.